Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0294 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the pack, the PICC was kinked along catheter and therefore not used. This occurred prior to use.